Event description:
It was reported that a patient experienced a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as the caregiver was distracted while setting up therapy for the patient and did not us proper aseptic technique. The peritonitis was manifested by abdominal pain and cloudy effluent. Three days after the onset, the patient was treated with vancomycin (dose, frequency and route not reported) and gentamycin (dose, frequency and route not reported) intraperitoneally (ip) for the event. Five days after the onset, the patient was hospitalized as the abdominal pain had worsened. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. The pd therapy was discontinued and the nurse reported that the pd catheter would be removed at a later date. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.